Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that fire was shooting out of the side of the remote monitor. The caller was advised to keep the monitor plugged in for two hours to see if the monitor would get hot. The remote monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that fire was shooting out of the side of the remote monitor. It was further reported that the monitor had sparks coming out from it. The caller was advised to keep the monitor plugged in for two hours to see if the monitor would get hot. No further troubleshooting steps were performed. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no defect was found; found error code 5704 in the failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been returned and replaced.